Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had a blank display. The customer¿s blood glucose level was 281 mg/dl at the time of the incident. The customer stated that the pump turned off unexpectedly. Customer stated the display did not return. Troubleshoot performed and inserted a new battery display did return, but died again. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.